Event description:
It was reported that the programmer had telemetry failure. Follow-up confirmed that the programmer head was changed out by the customer but the situation did not improve. However, it was also noted that when service technicians changed out the head, the telemetry did improve. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had telemetry failure. Follow-up confirmed that the programmer head was changed out by the customer but the situation did not improve. However, it was also noted that when service technicians changed out the head, the telemetry did improve. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2090 programmer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the phenomenon of telemetry failure and replaced the radiofrequency head cable. The programmer head then passed its functional and systems tests and no other anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.